Manufacturer narrative:
It was reported that a blood leak was noticed on the exhaust port (gas outlet) at the bottom of the oxygenator in the hls set. A small amount of blood mixed in with the condensation that comes out of the exhaust port was noticed. It was a very small amount, but the decision was made to swap out the set. The hls set immediately exchanged and therapy continued. The failure caused a 2¿3-minute delay in the treatment which caused no issues to patient. Patient is doing fine. The failure occurred during treatment. No harm to any person has been reported. The affected hls set was investigated in the getinge laboratory on (B)(6) 2024 with the following conclusion: visual inspection did not reveal any sort of damage that could have led to the failure. During testing, a leak on the blood-carrying side of the hls module was confirmed. The failure was replicated, and possible causes are linked to the internal structure of the product. The most probable root causes are: insufficient pur (polyurethane) potting of the mat package; fibre detachment in the pur potting; fibre damage. As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ further, in the chapter "indications for replacing the set", it is said that "replacement of the set can be indicated in the following cases of leakage, penetration of air, visible deposits in the set, increase in pressure drop, and/or insufficient oxygenation or carbon dioxide elimination at maximum gas flow or 100% fio2. Assessment of the situation and the decision whether or not to replace the set is the responsibility of the physician in charge of treatment". The production records of the affected product were reviewed on 2024-08-05. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported product and failure. Based on the results the reported failure "gas outlet leakage" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a blood leak was noticed on the exhaust port (gas outlet) at the bottom of the oxygenator in the hls set. A small amount of blood mixed in with the condensation that comes out of the exhaust port was noticed. It was a very small amount, but the decision was made to swap out the set. The hls set immediately exchanged and therapy continued. The failure caused a 2¿3-minute delay in the treatment which caused no issues to patient. Patient is doing fine. The failure occurred during treatment. No harm to any person has been reported. An hls set was exchanged due to a blood leak during treatment, and this exchange caused a delay in treatment for the patient. Therefore, a report is needed. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that a blood leak was noticed on the gas outlet at the bottom of the oxygenator in the hls set. A small amount of blood mixed in with the condensation that comes out of the exhaust port was noticed. It was a small amount, but the decision was made by the customer to replace the set. The failure caused a 2¿3-minute delay in the treatment which caused no issues to patient. The failure occurred during treatment. No harm to any person has been reported. The affected hls set was investigated in the getinge laboratory on 2024-10-10 with the following conclusion: the failure could be confirmed. The root cause was determined as a detachment/delamination of the oxygenation fiber in the polyurethan (pur) potting. According to our risk review the reported failure corresponds to an occurrence rate of 0.035 percentage and ptotal equal 2 which corresponds to n smaller-equal 0.053, and is below the acceptance threshold according to the risk management plan of the hls set. A medical consultation was performed by getinge medical affairs on 2024-10-16 with following conclusion: "a questionnaire was sent to the affected customer, but it remained unanswered. Consequently, the information provided here is based solely on the customer complaint report and the customer complaint investigation report. Based on the available data (customer complaint single report and customer complaint investigation report, it appears that the leak with a small amount of blood mixed with condensation occurring at the exhaust port at the bottom of the oxygenator. While the amount appears to have been minimal, it was decided to replace the set. No additional information is available regarding the priming procedure or any further abnormalities with the hls set or the integrated oxygenator. The affected hls set was sent in for further investigation after being replaced. Initially, as part of the investigation procedure, a leakage test was conducted by priming the hls set according to the IFU, using colored water¿such as toluidine blue/tolonium chloride. For the subsequent investigation, as outlined in the investigation report, the product was opened. This revealed that the potential root cause mentioned in report v01, "fiber detachment in the pur (polyurethan) potting," is considered to be the most likely root cause for this complaint. A figure of the investigation report shows patient blood present between the oxygenation fibers and the pur potting. The staining of the test medium with methylene blue highlights a leakage path between the oxygenation fibers and the pur potting at multiple fibers. The "definitive root cause" is described in the investigation report as follows: "the clear technical root cause is considered to be the detachment/delamination of the oxygenation fibers in the pur potting." In conclusion, fiber shrinkage was observed in multiple fibers. A technical issue, potentially involving the detachment or delamination of the oxygenation fibers in the polyurethane (pur) potting, is considered the likely root cause per the lce investigation. No further investigations of the affected hls set are planned. The reported event may be attributed to a potential malfunction or decrease in the product's performance. This risk has been evaluated against the product risk assessment and control (prac) of the hls set advanced and is addressed under legacy ID h2.10.3: "diffusive fiber delamination - leakage of blood at the housing or gas outlet". As cited in the investigation of the product, fiber delamination is considered to be the most likely root cause of the event, precipitating in the leakage reported by the customer. No other observations were reported in the complaint narrative. Finally, no affects were reported for the patient secondary to the reported event or the product exchange." As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ further, in the chapter "indications for replacing the set", it is said that "replacement of the set can be indicated in the following cases of leakage, penetration of air, visible deposits in the set, increase in pressure drop, and/or insufficient oxygenation or carbon dioxide elimination at maximum gas flow or 100 percentage fio2. Assessment of the situation and the decision whether or not to replace the set is the responsibility of the physician in charge of treatment". The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "gas outlet leakage" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.